Manufacturer narrative:
Citation: goldstein bh, mcelhinney db, gillespie mj, et al. Early outcomes from a multicenter transcatheter self-expanding pulmonary valve replacement registry. J am coll cardiol. 2024;83(14):1310-1321. Doi:10.1016/j.jacc.2024.02.010 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the early outcomes of transcatheter pulmonary valve replacement (tpvr) with a self-expanding valve. The study population consisted of 243 patients who all underwent tpvr with the medtronic harmony self-expanding valve system. The authors observed five deaths during follow-up. No evidence was presented to suggest that a harmony system component or its function contributed to any of the deaths. Other procedural and post-procedural outcomes included: valve recaptured with subsequent successful deployment; need for balloon valvuloplasty to reconfigure kinked, constrained, or incompletely expanded valve frame; compression of valve frame resulting in right ventricular outflow tract (rvot) obstruction that necessitated valve-in-valve tpvr; prolonged hospitalization due to chest pain, ventricular arrhythmia, or procedural adverse event; paravalvular leak (trivial to mild); pulmonary regurgitation (trivial to moderate); pericardial effusion requiring anti-inflammatory drug treatment; ventricular arrhythmia (ectopic beats, non-sustained or sustained tachycardia, or polymorphic tachycardia) requiring antiarrhythmic therapy or defibrillation and resuscitation; valve thrombosis (including frame and/or leaflet thickening and thrombosis associated with stent fracture) treated with medical therapy, balloon valvuloplasty, or valve-in-valve tpvr; valve endocarditis (diagnosed between 2 and 42 months after tvpr) treated with medical therapy or valve explant; and rvot reintervention. No further information was provided pertaining to the harmony valve system.